Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle tip did not capture a cuff. The device was removed and an angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned device found that the suture link broke at the posterior cuff, which will result in a failure to retrieve the suture during needle plunger retraction and can appear very similar to a needle-to-cuff miss. During lab testing, a proxy plunger was inserted and retracted successfully without any resistance that could contribute to a suture link break. In addition, the entire suture was able to be pulled from the posterior needle slot without resistance that could result in a suture link break during needle plunger retraction. Based on the investigation, the root cause for the suture link broke at posterior cuff could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.